Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported following a permanent implant on (B)(6) 2023, the patient was not able to move the legs after implant. Patient was brough back into the or and had the system explanted, thereby resolving the issue.